Manufacturer narrative:
(B)(4). The set was saved but the nurse is not allowed by risk management to release it for investigation. The customer's report of cracked female luer could not be confirmed because the product was not returned for failure investigation. The root cause could not be identified.

Event description:
A nurse in the neonatal ICU reported a pump tubing cracked at the female luer. The previous medication had infused, then the nurse changed medication and added a flush syringe. When the next nurse checked, she saw the blood backed up and noted the set was cracked at the luer that attaches to the syringe. This caused a clot which subsequently required tpa to declot the line. The baby was fine after the line was declotted, with no lasting adverse effect. No add'l pt or event info was provided.